Manufacturer narrative:
Event took place in (B)(6). The data available is poor. The device has not yet been returned to manufacturer. As soon as further information becomes available a follow up report will be sent in. Not yet returned

Event description:
(B)(4). Summarizing translation from user report: adapter became defective/ leakage/ did not hold tight

Manufacturer narrative:
Based on risk assessment and clinical evaluation, file is considered as closed. As soon as further significant data will be available, a follow up report will be sent in to the agency. We consider this file as closed.

Event description:
Internal report number: (B)(4). Summarizing translation from user report: adapter became defective/ leakage/ did not hold tight.